Manufacturer narrative:
Analysis: although expected, no product has been returned for analysis. Without device specific info, we are unable to review the device history record for this unit. Conclusion: without analysis of a returned product, we are unable to determine a cause for the reported event. It was reported that there was no further complication to the pt. When the product is received and analysis is completed, a supplemental f/u report will be submitted.

Event description:
It was reported to medtronic that after 9 mins of cardiopulmonary bypass, the affinity oxygenator had decreased flows and failed to oxygenate. Maximum flow was approx 190 ml/min, with o2 saturation results approx 60%. The oxygenator inlet pressure was greater than 350 mmhg. The unit was changed out with no complication to the pt.